Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the lead tip. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix..

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was an attempted implant. A j-shaped stylet was used, but the helix would not extend even after additional turns. The lead was removed from the vein and was made straight, but still the helix could not be extended. A new lead was used to complete the procedure. No adverse patient effects were reported.